Event description:
Shortly after the implantation of the essure device I became extremely tired, and within this last year have started experiencing heavier periods with extreme pain, also pain during intercourse. I have started to develop headaches very frequently. I went to sonogram due to pain and discovered the right side implant has migrated.